Manufacturer narrative:
Catheter model# 8709 serial# (B)(4) implanted: (B)(6) 2007 explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had experienced increased pain. On (B)(6) 2012, examination revealed a seroma at the lumbar site and pump pocket. Examination also revealed that the pump had dislodged from the sutures and was inverted. Surgery was performed on (B)(6) 2012. The pump pocket and lumbar wound was revised and the pump and catheter were replaced. It had been noted during surgery that the catheter had migrated, the pump was replaced prophylactically due to eri of 19 months. The outcome was noted as resolved without sequelae. The pump was delivering dilaudid, clonidine, baclofen and bupivicaine.